Event description:
During surgery, after the pt's knee was flexed, the anchoring pin sheared leaving the threaded end of pin in pt. A screw removal kit was used to remove the remaining piece of the pin from the pt's leg. The doctor proceeded to use a larger pin inserted into the original pin hole. When the doctor removed the larger pin per normal protocol he inserted bone wax in the remaining hole.